Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, customers blood glucose (bg) level displayed high. Customer administered manual injection to resolve bg and reverted to an alternate form of insulin therapy.